Manufacturer narrative:
Biosense webster became aware of this reportable malfunction upon initial eval of the complainant product on 6/23/2009. Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed.

Event description:
The complaint initially reported was regarding irrigation issue on the catheter. The physician's concern was with the additional epoxy that has been added to the end of the catheter caused difficulty in fitting into a sheath. The event description provided by the customer was not indicative of a reportable complaint. However, during device analysis, the catheter was found with cracked anchor hole pu seal. Related to the complaint reported that the customer had difficulty with the sheath fitting during use of this product that may have caused this damage. No evidence of blood was found in between this tiny crack.